Event description:
On 8/3/93 patient sustained a superiors corneal burn at the time the 45 digree phaco tip was placed on the operative area prior to insertion into the eye. The instrumentation was removed from service 8/3. Md stated he called the representative to inspect asap. No definite conclusion was able to be made as to malfunction of equipment because disposable components were not retained, however patient did receive an injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.